Event description:
When flipping patient from supine position to prone position onto the jackson spinal table with the wilson frame added to the table. During the flip (rotation), the frame broke leaving the patient uneven on the surgical table. A new frame was installed and patient was repositioned on frame.

Manufacturer narrative:
Returned device showed evidence of staining from a chemical in the areas of the failure. We find this a unique event and will continue to monitor.